Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report#: 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378, software version: 5.0.1. H3, h6) the system was serviced in the field. In summary, the complaint was not confirmed. The issue was unable to be duplicated and the system was performing as intended. Codes b01, c19, and d14 are applicable. H3, h6) a software analysis was performed for this event. In summary, the complaint was confirmed and a software issue was identified. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that this system was experiencing issues with its software. The software was moving very slow, during the 3define scan, the system displayed "acquiring images" indefinitely and never finished. The manufacturer representative stopped the 3define scan, cleared the arm up, unmounted, and remounted from the bed, and it still displayed "acquiring images". Upon performing a soft reboot, the 3define scan function began to function normally, but the software was moving very slow when planning, even the mouse was delayed in movement. When attempting to pull logs, the system unexpectedly rebooted. There was no patient harm and the procedure was delayed less than one hour.